Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 200 ohms on the right ventricular (rv) channel. Upon review, this patient showed a shock impedance that fluctuates greatly, and these fluctuations could be related to lead conductor. This device remains in service. No adverse patient effects were reported.